Manufacturer narrative:
Initial 4 of 7. E1: name: tandem. Street: 11045 roselle street. Line 2: suite 200. City: san diego . State: ca. Zip code: 92121. Country: united states. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced device issues involving seven infusion sets, in which the cannula did not inject properly and the needle became stuck to the tubing.